Manufacturer narrative:
Per the new information submitted in previous supplemental, this event is now an adverse event and product problem. Per the new information submitted in previous supplemental, "other" has been checked. Per the new information submitted in previous supplemental, this event is now a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the implanted neurostimulator (ins) site was red, hot, and burning. When the patient first felt this, they assumed it was just normal pain from the surgery, which occurred on (B)(6) 2017, but it had continued. They also reported shocking, noting that they first noticed this when they were standing at the bank. There were no security gates at the bank, but they were standing directly above the vault close to closing time and they had, initially, attributed the shocking to that. They also stated that they went to a store where there was a security gate and they also ran into a friend who gave the patient a hug. The patient noticed more that the shocking was an issue. The shocking and hurting was all over their body, in their thighs, and was making their toes curl. It was noted that, sometimes when they sat or was lying still, the shocking would feel okay. Likewise, when they applied pressure to the ins site, the shocking would get better or would go away. It was noted that this issue was related to positional movements and decreasing the amplitude did not get rid of the sensation. The patient had the stimulation at 0.5, which was the lowest they had ever had it, and the shocking was still present. After turning the stimulation off, the shocking went away and the hurting was getting better, but then their leaking came back. The patient was going to follow-up with their healthcare professional (hcp). On (B)(6) 2017, it was reported that the patient went to their doctor the day prior because they were having problems with the shocking. They thought it was their neurostimulator, but, when the doctor got their device out, it was found that it wasn't the neurostimulator that was causing problems. The patient stated that the stimulation had increased after they went through a store security screener, but their hcp didn't believe that electromagnetic interference (emi) could cause an increase in stimulation. The patient stated that, from now on, they were going to shut off their implant and walk around the security gates. It was noted that the patient went to the emergency room (ER) on (B)(6) 2017 for the reasons they reported to their doctor. It was confirmed that the shocking was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting they had been through a lot with the device as they have had an infection. Patient stated that this was the worst surgery they have had in their life and that it was not a comfortable surgery. Patient stated that they noticed it was hurting after surgery with a little of leakage. They felt like there was fluid in the pocket. About two weeks ago, patient was reaching into a cabinet and their incision came open like their device was trying to come out. Fluid started pouring down their legs and went everywhere. Patient stated that labs were sent and that they would find out what the results were on 2018 (B)(6). Patient was on antibiotics. Moreover, patient received a letter from medtronic inquiring about the shocking they experienced previous. Patient stated that their hcp told them the ins was not synced properly to the patient programmer therefore they concluded that the cause was that the device was catching on magnets. No further complications were reported.